Manufacturer narrative:
The device was returned and the evaluation found that an alarm sound generated and the front panel turned off due to a defective printed circuit board. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the insufflator had a black screen. The issue occurred during preparation for use. The intended procedure was completed with a similar device without delay. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the device malfunction (alarm sound is generated and the front panel is turned off) was due to failure of the printed circuit (cr) board. However, the root cause could not be determined. This supplemental report includes a correction to g2 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.